Event description:
It was reported that the patient presented with a hematoma and bruising around the shoulder and arm areas. A successful hematoma evacuation was performed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.